Event description:
It was reported that the patient presented to the emergency room. It was reported that the patient fell down the stairs. It was also reported that lead integrity alert (lia) triggered, the right ventricular (rv) lead had varying impedance, rising impedance, oversensing, noise and a possible fracture. It was further noted the fracture was believed to be from clavicular rib crush. The rv lead was explanted and replaced. During the lead revision the implantable cardiac defibrillator (ICD) setscrew would not engage the lead and during the rv lead implant attempt, the helix would not fully deploy. The ICD was explanted and replaced and the attempted rv lead was not used. The physician implanted a different lead. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was a resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for max ventricular pace bi impedance= 532 to 1121 ohms peak between (B)(6) 2012. There was oversensing, 2 - ventricular nst<=210 ms on (B)(6) 2012 01:25:56 and (B)(6) 2012 05:09:54. Save to disk review indicated the lead integrity alert triggered and 1 - patient alert for lead failure predictor on (B)(6) 2012 05:09:55.